Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Initial surgery was performed on (B)(6) 2010 and adept metal on metal cup, adept v40 modular head and accolade hip stem #3 were implanted. Since the patient complained pain of the implanted site and the x-ray indicated sign of metallosis near the upper side of the cup, revision surgery was performed on (B)(6) 2017. In this revision surgery, the cup and the stem were not replaced and only the head was replaced to delta ceramic head and dual mobility polyethylene od:50 mm/ ID:28 mm (competitor product) . The surface of trunnion section of the stem were noted scratches and unknown black substance.

Manufacturer narrative:
Additional information: lot #, expiration date, manufacturing date. An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device remains implanted however a photo of the revision surgery was provided. A review of this photo by a clinical consultant noted [...] Accolade tmzf stem with femoral head removed. Some black debris is visible just below the taper section, detail below. No clear tissue black staining (¿metallosis¿).]...] -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; [...] Procedure-related factors: - cup malposition in low anteversion and superficial position. Patient-related factors - no info. Device-related factors: - none, accolade stem retained. Diagnosis: - cup malposition of a non-stryker adept cup with metal-on-metal bearing in low anteversion and superficial position has contributed to an overload condition in the arthroplasty contributing to osteolysis around this cup with possible corrosion of the accolade/adept femoral head taper junction with pain requiring revision although the accolade stem was retained because not involved in the failure mode.[...] -device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: a review of the provided x-rays by a clinical consultant concluded [...] Cup malposition of a non-stryker adept cup with metal-on-metal bearing in low anteversion and superficial position has contributed to an overload condition in the arthroplasty contributing to osteolysis around this cup with possible corrosion of the accolade/adept femoral head taper junction with pain requiring revision although the accolade stem was retained because not involved in the failure mode.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Initial surgery was performed on (B)(6) 2010 and adept metal on metal cup, adept v40modular head and accolade hip stem #3 were implanted. Since the patient complained pain of the implanted site and the x-ray indicated sign of metallosis near the upper side of the cup, revision surgery was performed on (B)(6) 2017. In this revision surgery, the cup and the stem were not replaced and only the head was replaced to delta ceramic head and dual mobility polyethylene od:50mm/ ID:28mm (competitor product) . The surface of trunnion section of the stem were noted scratches and unknown black substance.